Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose, into the 400 to 499 mg/dl range. The customer attempted to deliver a bolus and gave herself a shot to treat. Troubleshooting was performed with the insulin pump. No air bubbles or leaks were found along infusion set tubing. Insulin exited at the quick release during a manual prime. Customer was unable to remove current infusion set. The settings, programming and history were correct with no significant findings noted. The high pressure test could not be performed at the time of the call. Customer was advised to contact healthcare provider regarding high blood glucose.